Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient¿s pocket site never healed completely. The patient¿s job involved pulling the door up and down on the back of a truck and the stitches pulled out. The physician tried antibiotics but it never healed and then got infected. The device was explanted and the issue was resolved at the time of the report. No device issues reported.